Manufacturer narrative:
Unit received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with missing display window cover, cracked case battery tube side, minor scratched display window, fading serial number, pillowing keypad overlay and scratched case.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 279 mg/dl. The customer stated crack was seen on battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.